Event description:
It was reported that the pta balloon leaked from the proximal balloon joint. The catheter was retracted without incident. Another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.